Manufacturer narrative:
B1, b2, b5 and h6 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the reason for replacement as recurrent severe mitral regurgitation. It was also reported that the mitral regurgitation was not related to the annuloplasty ring, and may have been related to a patch on the a2 portion of their anterior leaflet. The patient also had a previous endocarditis infection, and the organism cultured was unknown. It was further reported that the ring was intact and not dehisced. No additional adverse patient effects were reported.

Event description:
It was reported that 2 years and 1 month post implant of this 38mm mitral annuloplasty band it was explanted and replaced with a 33mm mitral bioprosthetic valve. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.